Manufacturer narrative:
Insulin pump received with intermittent esc and act button response due to flattened button dome switch. The lcd keypad connector was not found unlocked during visual inspection. Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. Insulin pump received with minor scratched lcd window and scratched reservoir tube window.

Event description:
Customer reported via phone call that the buttons were sticking. Customer's blood glucose was 500 mg/dl. Customer treated high blood glucose with insulin injections. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.